Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured during trialing process of a knee arthroplasty. Another device was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) and also the anterior section of post has been fractured off, not all pieces returned, also fractured on lateral side of post. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.